Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking. Another reservoir had air bubbles and the plunger fell out. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated two opened/used reservoirs performed pre-fill reservoirs test. One of two reservoirs/transfer guards passed per inspection found no leakage or air bubbles anomalies during filling. The remaining reservoir using new lab transfer guards passed, no leakage or air bubbles anomalies during pre-fill test. Also performed a manual test to reservoirs and found plungers easy to release from stopper-plungers.